Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible a malfunctioning printed circuit board contributed to the reported error codes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit had the connection tube come loose. Gas was being supplied, but the alarm kept ringing, and the gas was temporarily stopped, the power was turned off when the 7 all segment displays had disappeared. When the power was turned back on, the system recovered and the surgery was completed, but the cumulative gas flow rate had been reset. The event occurred during a therapeutic procedure. There was no patient harm associated with the event.